Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The motor control was replaced and the issue was resolved. The representative also noticed that the x-stage cover was damaged beyond repair. The x-stage cover was replaced. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-10-18 (B)(4) (rep): medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system stopped moving when being rolled out of a room, and a critical battery low warning was showing. It had to be tethered to multiple outlets to move down the hallway to storage area. The system needed a motion calibration afterwards, and will not dock.

Manufacturer narrative:
The battery was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The x-stage was returned to the manufacturer. Functional found that the component was malfunctioning. The x-stage cover was damaged. If information is provided in the future, a supplemental report will be issued.